Manufacturer narrative:
(B)(4). Pump error 25 found in pump history. A detailed trace analysis confirmed alarm 25 was triggered when the backup battery unloaded voltage was less that 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The pump was received with a missing reservoir tube retainer and reservoir tube o-ring. There was also a scratched case and minor scratched lcd window.

Event description:
It was reported via phone call that the insulin pump experienced multiple power error detected alarms. The customer¿s blood glucose was 5.6 mmol/l. Troubleshooting was performed. Nothing further to report. The insulin pump was returned for analysis.